Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent revision surgery due to all electrodes of the left lead being completely out of range. The patient was unable to run therapy sessions. The patient was programmed to unilateral stimulation only until a revision could be scheduled. There was no report of patient harm or injury. The left lead was removed, and a new lead was implanted without complications. Following the lead revision, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). A review of the post-initial implant imaging confirmed an improper implant technique issue.

Manufacturer narrative:
(B)(4). The lead assembly was received for analysis. The alleged out-of-range (oor) was confirmed. Visual inspection of the lead under a lab microscope revealed rounded, fractured coils across all coils, approximately 2 inches below the distal electrode #4. No other damages or anomalies were observed throughout the lead. The lead failed functional testing due to the previously observed rounded fractured coils. H6 updated.

Event description:
It was reported that the patient underwent revision surgery due to all electrodes of the left lead being completely out of range. The patient was unable to run therapy sessions. The patient was programmed to unilateral stimulation only until a revision could be scheduled. There was no report of patient harm or injury. The left lead was removed, and a new lead was implanted without complications. Following the lead revision, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). A review of the post-initial implant imaging confirmed an improper implant technique issue.